Manufacturer narrative:
An examination of the delivery device found no issues that could have potentially contributed to the difficulties experienced by the physician. However, it was noted that the stent which had deployed from the device was not uniform in shape. It is not possible to determine when this damage occurred to the stent. A review of the manufacturing records for batch # 8705624 found that the device met its material, assembly, and product specifications. Device analysis could not conclude the exact cause of the reported withdrawal difficulties.

Event description:
Reportable based on analysis results approved 12/28/2006. It was reported that during a peripheral angioplasty treatment procedure, wallstent removal and premature stent deployment difficulties were encountered. The lesion being treated was a calcified, 80% stenotic lesion in the left superficial femoral artery, which was predilated with a 5mm balloon. After delivering the wallstent and guidewire to the lesion, "the physician attempted to withdraw the device for angiography, but strong resistance was met and it was stuck outside the body. He withdrew the device by strong force, the outer sheath was pulled and the stent was jumped out outside the body." The wallstent deployment occurred outside of the patient's body. The procedure was completed with another of the same type wallstent without patient complications. Patient status is reported as "good."